Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no signs of external damage. A review of the event history log (ehl) identified backup audible alarm post error. During the functional testing the reported issue was able to be duplicated. The main board did not operate as intended, with high profile blue tokin cap. The root cause of the issue was unable to be determined. Replaced main board. Performed power up process and all functional testing which passed.

Event description:
Additional information received indicated this event occurred prior to use. The pump was turned on and the error code message was noted. No patient was involved.

Event description:
It was reported that the medfusion pump exhibited an error message. The end user stated that the pump needed a new motherboard. Due diligence is being performed to ascertain whether device faulted during use with a patient or interrupted therapy and if there was any patient harm.